Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown. The customer stated that a new battery was inserted and had a failed battery test alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the back-up plan. The insulin pump will not be returned for analysis.